Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. It was determined that the ipg battery was low and at the end of service. The ipg was replaced. No patient complications have been reported as a result of this event.